Manufacturer narrative:
This report is submitted on january 31, 2018. (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth, pain and infection at abutment site, subsequently the abutment was removed (date not reported).

Manufacturer narrative:
It was reported that the patient experienced a loss of osseointegration when the abutment was removed. (B)(4).